Event description:
It was reported that at routine follow-up, it was found the device was approaching rrt (recommended replacement time). The physician questioned why normal depletion was occurring, as the patient had not received any shocks. It was decided to leave the device in use and follow-up in one month. The device was subsequently explanted and returned with a report of rrt. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis found a high current drain condition caused by current leakage in the battery filter capacitors.